Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out for eri, fluoroscopy showed externalized conductors on the lead. The lead was explanted. The patient condition was stable.